Manufacturer narrative:
A visual inspection analysis was performed on the returned device. The reported material deformation was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. It was reported that upon unpackaging the stent delivery system (sds), the stent was noted to be bent. Analysis of the returned device confirmed the reported stent deformation and noted stent dislodgement. Factors that may contribute to material deformation, (such as stretched, flared, bent struts) prior to use include, but are not limited to, damage during manufacturing, inadvertent mishandling during removal from packaging, sheath/stylet removal, or during preparation of the device and/or interaction with accessory devices. In this case, it is possible that inadvertent mishandling during sheath/stylet removal and during preparation of the device contributed to the reported stent deformation and subsequent stent dislodgement; however, this cannot be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that upon unpacking and inspection of the 3.5x18 mm xience pros stent delivery system (sds), the stent was noted to be bent. Another drug eluting stent was used to complete the procedure. The device was not used and there was no patient involvement. There was no clinically significant delay in the procedure. Returned device analysis identified the stent was located .5 mm distal from its original crimp position. The account was not aware of the damage. No additional information was provided.